Manufacturer narrative:
The device was not returned to olympus. The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone and the likely cause identified as the olympus, model bf-uc180f, bronchofibervideoscope used in combination with the subject device. The suspect scope was returned to olympus for evaluation/repair. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "e405" occurred and no image was present. This report is submitted due to a report of no image present. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple devices reported. (Related to patient identifier (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty scope. Olympus will continue to monitor field performance for this device.